Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to resolved the event, however, additional episodes were detected. No further intervention was performed at this time. The patient was stable and will continue to be monitored.